Event description:
The cryo catheter would not reach cooling temperature. It would not ablate. The cable and umbilical were replaced. The catheter still would not ablate. The catheter was replaced and the system worked. No error messages were displayed on console at any time.manufacturer response (as per reporter) for freezor xtra cryocath: awaiting response.

Event description:
The cryo catheter would not reach cooling temperature. It would not ablate. The cable and umbilical were replaced. The catheter still would not ablate. The catheter was replaced and the system worked. No error messages were displayed on console at any time.manufacturer response (as per reporter) for freezor xtra cryocath: awaiting response.